Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hypoxia and prosthetic valve endocarditis. Staphylococcus epidermidis bacteremia was identified and antibiotics were administered. The completed implantable pulse generator (ipg) system was explanted and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.